Event description:
A surgeon reported that a pt experienced an unexpected refraction following intraocular lens (iol) implant surgery. In the opinion of the surgeon, the device did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 12/11/2008 by fax, and mail. A completed questionaire was received on 12/12/2008.